Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor-error -pmc,left) malfunction alarm code. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility a s321 (motor-error -pmc,left) malfunction alarm code was noted in the device history. No additional info was provided.